Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The company representative was requesting literature for volume discrepancies. Per the company representative, the healthcare provider had been texting them about a patient who had 4 cc's of a volume discrepancy at the last refill and this time it was 2 cc., however the patient doesn't have any loss of therapy. Additional information received on 07-apr-2021 reported that it was unknown the expected volumes were when the volume discrepancies occurred. The actions and interventions taken to resolve the issue as a dye study maybe planned, otherwise the physician just wanted to know if it was within normal limits.